Event description:
On (B)(6) 2026, the customer contacted acorn to request service for her stairlift. On (B)(6) 2026, an acorn technician service the unit. During the visit, the customer stated that she had recently been hospitalized after falling on the stairs. She reported that while riding the stairlift down the staircase, the unit stopped approximately three steps before the bottom landing. The customer attempted to exit the stairlift at that point, lost her balance, and fell. As a result of the fall, she reported sustaining a broken left ankle and sprained ligaments.